Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. The submitted image shows the top jaw of the ar-12990 knee scorpion batch 75099, separated/broken. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause of the reported failure is attributed to mechanical overstress of the top jaw during suture passing inside the joint. The forces applied while maneuvering and passing suture within the confined joint space can exceed the device¿s structural limits, leading to jaw breakage.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via (B)(4) that an ar-12990 knee scorpion top jaw of the device broke off when surgeon was in the joint trying to pass a suture. This was discovered during the case with no patient harm.